Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 55, 63 and 92 mg/dl. Tests were done within 10 minutes with a difference of 22 mg/dl. Control solution test found to be within range. Patient did not experience any adverse events. No further information has been reported.